Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid via an implantable pump for spinal pain indications. It was reported that the caller, a case manager at a hospital, stated the patient was in the hospital because of the malfunctioning of the pump. The caller stated the patient had the pump replaced about a month ago. The patient was in intense pain and was not getting in relief from the pump. The managing hcp was out of town and the caller wanted assistance with the pump. The information provided was documented and the caller was transferred to the national answering service.